Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt complained of a sharp, constant pain in her right rib area whether stimulation is on or off. Follow-up indicated the physician assistant met with the pt and will reassess the issue in a month. The pt was reprogrammed to provide stimulation in the rib area.